Event description:
It was reported that the device had a coupling issue with the recharger. The manufacturer representative stated that the device was not too deep and was within 1 cm implant depth, but had tried a new recharger only to get 2 coupling bars. An x-ray was taken supine which confirmed that the device was flipped. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. (B)(4).